Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized for high blood glucose (bg) levels (over 500 mg/dl) and diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip. The contact could not recall what the caused the high bg or the discharge date. No additional information was provided.